Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent. The breach in aseptic technique was further described as patient made an unspecified mistake. The patient was hospitalized for the event and was treated with vancomycin injection (1 gram,once in four days, route and dose not reported) and fortum injection (1g, once a day and route not reported) for peritonitis. Treatment was ongoing. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available